Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported pod separation, premature deployment and stretched tip coils were confirmed. The difficulty with the rotating hemostatic valve (rhv) was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulty to position, pod separation and premature deployment. The stretched tip coils appear to be due to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was initially reported that the emboshield nav 6 embolic protection device (epd) had prematurely deployed after device removal from the packaging tray and there was no patient involvement. Subsequent information noted from the returned device analysis that the delivery catheter pod (dc pod) was torn and separated into two pieces and remained on the guide wire which had stretched coils. Follow up information received from the site stated that the guide wire coils were stretched during shaping. The device was used in the anatomy; resistance was met going through the rotating hemostatic valve (rhv) during advancement in the anatomy and was damaged and separated. The epd became partially deployed from the dc pod. The device was removed without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.